Event description:
It was reported that a large volume infusor leaked between the coil cap and the bladder. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 8, 2013 ¿ may 9, 2013. A batch review was completed and there were no issues found in the lot 13e022 batch records or prior and subsequent lots that could be related to the reported problem. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.